Event description:
It was reported that the pt was implanted an ncb pp dist fem plate, l, 12 h, l. 278mm on the left side on (B)(6) 2014. The pt fell on (B)(6) 2015 and the plate broke. The pt was revised on (B)(6) 2015.

Manufacturer narrative:
A evaluation of the provided information has been made available. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Event description: it was reported that the patient received an implant on (B)(6) 2014 and patient fell on (B)(6) 2015 with a fracture of the left femur. The plate was broken at the first screw hole proximal. Also screws were intact as well as eight locking caps. Pictures and x-rays: there were 2 pictures of the plate after removing the plate. It can be seen that the breakage was located in the middle hole of a 3 hole pattern. In addition 2 x-ray pictures were received. No dates can be seen. On both pictures could be observed that the plate on the left side was broken. There were also several screws implanted. The plate was fixed on a long shaft. It was not known what kind of implant this was. The device analysis was not performed as no devices were returned for investigation. Possible causes for the reported event. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. As no information (surgical report) was provided this point cannot be excluded. Breakage of implant due to user define incorrect placement of the spacers and plate. As no information (surgical report) was provided this point cannot be excluded. Breakage of implant due to user perform improper handling of the plate during insertion. As no information (surgical report) was provided this point cannot be excluded. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. No information provided about postoperative treatment. Breakage of implant due to patient do not follow the postoperative protocol. Possible: as a patient fell was noticed on (B)(6) 2015. During a fell high forces will be transmitted to the plate and therefore the plate may broke. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).